Event description:
Product quality problem. The 20 year of hollister leg bag 9814 was fine until this month and my supply arrived without an "inlet and outlet" cap. These uncapped tubes are a conduit for infectious microorganisms to enter the foley and migrate into the bladder. This causes infection - leading to pt illness - antibiotic use - perhaps urosepsis - hospitalization - patient misery and increase medical cost. No caps is not a system promoting prevention of infection. Personal hygiene is also compromised as droplet hang in outlet tube and exude on clothing - odor bacteria. I called headquarters. They stated "FDA approved change". If so, please advise how this improves pt care - in and out of hospital. Route: indwelling catheter. Dates of use: 20 years. Diagnosis or reason for use: guillain-barre syndrome (gbs).